Event description:
Caller reported aviva system blood glucose results 302 mg/dl, 56 mg/dl, and 53 mg/dl within 10 minutes. Customer feeling symptoms of low blood sugar. Customer felt dizzy, unfocused, no other symptoms customer could list. Customer drank ensure, vitamin beverage, for self treatment. Feeling better after treatment no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.